Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400 mg/dl. The cause of elevated bg was unknown; however, the customer was not performing the proper air removal process when loading the cartridge. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 8/16/2022 with the issue resolved and no permanent damage.